Event description:
The clinician reports the implant was inserted (B)(6) 2012 in fdi 11. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and hypersensitivity. No further patient complications were reported.